Event description:
It was reported the doctor could not pass the catheter through the sheath smoothly. As a result, the catheter and the sheath were removed. Another catheter was inserted. There were no patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.